Manufacturer narrative:
The reported event "lack of atrial capture" was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited loss of capture. The ra lead was explanted and replaced. The patient was stable.